Event description:
Procedure type: craniotomy. According to the reporter: based on a presentation done a few years, a physician expressed concern with duraseal and chemical meningitis. This physician has stopped using duraseal as the director at the hospital where he worked discouraged its use. This occurred years ago.

Manufacturer narrative:
(B)(4).